Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler set leaked; further described as ¿fluid leaking from the connection point between the solution bag that was connected to the white clamp¿. This occurred during dwell of peritoneal dialysis therapy. The patient properly tightened the connection before therapy started. The patient specified that although the connection was tight, a leak was still present. Renal therapy services (rts) assisted in ending therapy session and advised the patient to start over with all new supplies. Rts advised the patient to contact their peritoneal dialysis registered nurse regarding the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information in h3, h6. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.